Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2018 wherein the patient's ipg was replaced due to an unknown reason.

Event description:
Follow-up identified the reason for the ipg replacement was due to the device was inoperable. Therapy was restored postoperatively and the issue resolved.